Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tvh') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced orgasm abnormal ("orgasm caused so much pain"). The patient was treated with surgery (surgeru to remove essure / hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal and orgasm abnormal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, orgasm abnormal. Most recent follow-up information incorporated above includes: on 23-mar-2020: the case will be deleted from bayer pv database. Nullification reason: upon receipt of a new fu information, it was noted that this case has the wrong country of incidence. For this reason, new case ((B)(4)) was created. In addition, the source document referring to 23-mar-2020 was incorrectly attached into this case. It belongs to cases (B)(4) and (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tvh') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced orgasm abnormal ("orgasm caused so much pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal and orgasm abnormal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, orgasm abnormal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.